Manufacturer narrative:
It was reported that the ventilator had a continuous flow from inspiratory port. The evaluation of the provided logs shows that the ventilator failed the pre-use check with internal leakage test and the pressure transducer test. Our field service engineer investigated the ventilator on site and solved the issue by replacing the air gas module. No more information is available for this complaint. The replaced air gas module was not returned for investigation. Therefore, the root cause for the reported problem could not be established.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator had a continuous flow from inspiratory port. The patient involvement is unknown. Manufacturer's ref#: (B)(4).